Manufacturer narrative:
The sureform 30 stapler instrument and sureform 30 white reload used during this event have not been received for failure analysis evaluation. The stapler logs for this procedure were reviewed. The logs show sureform 30 stapler instrument was installed on the system 9 times and fired 9 sureform 30 reloads (7 white, followed by 2 blue). On each install, the first clamp was successful. On installs 1-4, the firings were each completed with no pauses for compression. On installs 5-8, the firings were each completed with 1 pause for compression. On install 9, the firing was completed with 2 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci pulmonary lobectomy, the surgeon believes the system possibly incorrectly identified a sureform 30 white reload as a sureform 30 blue reload while installed on a sureform 30 stapler instrument. After firing the sureform 30 white reload on the pulmonary artery, oozing from the staple line was observed. The surgeon was worried that the stapler instrument may not have applied proper compression to the tissue. The surgeon planned to clip the pulmonary artery stump to continue the procedure. Multiple attempts to obtain additional information have been made; however, no further details have been received.